Event description:
An empty cartridge alarm was reported by the customer when running an initial 5 units, which prevented further troubleshooting. There was no reported impact to the customer¿s blood glucose level. The customer was advised to change out supplies as needed and to call back if further assistance was required. No additional information was received regarding the outcome of the event.